Event description:
It was reported that the patient had their entire system explanted on (B)(6) 2022 due to an infection at the ipg site. There is no further information at this time.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.